Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod for between 5 and 24 hours. The patient went to the bathroom at school and the pod came off the infusion site (leg). A new pod was successfully applied.